Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, battery tube threads and display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was unresponsive on the insulin pump. The customer's blood glucose was 102 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.